Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 08-jul-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 20mg/ml morphine at 0.12mg/day via an implantable infusion pump for non-malignant pain. It was reported that the patient's pump had been flipping for the last 3 months. The patient had been having more back pain than normal over the last 3 months. It was reported that the hcp performed a dye study and the dye was pooling below the pump. The hcp reported they could not aspirate from the catheter access port. It was reported that the patient would have their pump revised. No further complications were anticipated/reported.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the inability to aspirate from the catheter access port was undetermined. The patient's pump was placed into minimum rate and the patient was started on oral meds. The flipped pump had not been resolved. The inability to aspirate from the catheter access port had not been resolved. The patient's weight was (B)(6). No further complications were anticipated/reported.